Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to place the wallflex stent performed on (B)(6) 2012. According to the complainant, the indication of the procedure was treatment of a malignant stricture. The stricture was of unknown size but reportedly "narrow" and located in the common bile duct (cbd). The patient's anatomy was not torturous. During the procedure, after deploying the stent and retracting the deployment catheter, the tip of the stent delivery system detached inside the patient. The detached distal tip was removed using a polypectomy snare. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to place the wallflex stent performed on (B)(6) 2012. According to the complainant, the indication of the procedure was treatment of a malignant stricture. The stricture was of unknown size but reportedly "narrow" and located in the common bile duct (cbd). The patient's anatomy was not torturous. During the procedure, after deploying the stent and retracting the deployment catheter, the tip of the stent delivery system detached inside the patient. The detached distal tip was removed using a polypectomy snare. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. Device component (B)(4) relates to device problem (B)(4) for the reported event tip of stent delivery system detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed from the device and was not returned. The distal handle was retracted to approximately 250mm distal to the distal end of the hub. It was noted that the inner shaft was detached at the skived area and was also kinked at 29mm proximal to the distal tip. The outer sheath was kinked at several locations along its length. No issues were noted with the tip of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.